Manufacturer narrative:
The lens was returned in liquid, in a specimen cup. Visual inspection found no visible damage to the lens. (B)(4). No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.7mm tmicl13.7 implantable collamer lens, - 6.0/+4.0/096 (sphere/cylinder/axis), in the patient's right eye (od) on (B)(6) 2019. The lens was explanted on (B)(6) 2019 due to pupil block, with elevated intraocular pressure (iop), angle closure and significant reduction of irido-corneal angles. Prior to explant, gave the patient diamox, topical ocular antihypertensive medications, then IV mannitol attempting to lower iop, then attempted tapped anterior chamber at slit lamp attempting to lower iop. These measures were unsuccessful and iop continued to rise. Gonioscopy demonstrated angle closure, and the decision was made to explant. The surgeon plans to implant another icl lens. The cause of the event was due to oversized lens. The patient condition at one day post-op, mild corneal edema and angle open.